Event description:
Info alleged by pt via maude event form (B)(4): (B)(6) 2011 - pt underwent explant of bard ck mesh and an implant of collamend fm. The pt reported she developed pain, and an infection which required IV antibiotic therapy for approximately 5 weeks. On (B)(6) 2011 - the pt reported she underwent explant of the collamend fm after it had rolled up into the ball.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No medical records or lot number have been provided, and no product has been returned. Although the graft has not been identified as the source of the alleged infection, the IFU states: "if an infection develops, treat the infection aggressively." With the info available, no conclusion can be drawn.